Manufacturer narrative:
Returned product performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic readings was not confirmed. Readings as described by the customer were found on the meter internal log.

Event description:
Customer reported receiving inaccurate erratic readings. Customer received freestyle blood glucose readings of 214 and 317 mg/dl within 10 minutes. The results vary by more than 20% and are considered a malfunction when compared to manufacturer's specifications.